Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the white cap did not lock into place into the reservoir. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer resolved the issue by changing out the reservoir and then it worked. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.